Event description:
Litigation papers allege progressively worsening pain and blood tests showing elevated levels of chromium. **update** (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information for both sides. The scheduled dor for the right hip was also added as (B)(6) 2012. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Dor: scheduled for (B)(4) 2012 (right). ***update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised for reason unknown at this time. **update** (B)(6) 2012 - operative report attached to patient fact sheet provided a revision report for patients right side. They noted minimal corrosion. We've reopened the complaint to add the sleeve and stem.

Event description:
Litigation papers allege progressively worsening pain and blood tests showing elevated levels of chromium. Update: (B)(6) 2012 - plaintiff#146;s preliminary disclosure form was received, which identified (part/lot) information for both sides. The scheduled dor for the right hip was also added as (B)(6) 2012. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised for reasons unknown at this time. Update: (B)(6) 2012 - operative report attached to patient fact sheet provided a revision report for patients right side. They noted minimal corrosion. We reopened the complaint to add the sleeve and stem. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified correct part/lot information for the stem. The complaint and associated mdrs were updated.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.